Manufacturer narrative:
Patient information: unknown. Work order search found no simliar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 with a, -10.50/2.0/094 (sphere/cylinder/axis) into the patient's eye. It is reported, "lens too big will remove to smaller."

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a ziploc bag. Visual inspection found residue on a no visible damaged lens. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2022 with a shorter length lens and problem was resolved. Reportedly, "looks great." Cause was reported as patient-related factor and device failed to perform as intended. Patient did not conform to sizing nomogram. Claim# (B)(4).